Event description:
While anesthesia was passing the special nasal gastric (ng) delivery tube with the eea orvil anvil used for bariatric surgery, down the esophagus, the eea anvil device came loose from the ng delivery tubing.